Event description:
Customer reporting a venous needle dislodgement about 2 hours into patient treatment. When the needle came out, blood was flying everywhere. Some of the staff got blood on their clothes, but no harm to other patients or staff. The machine did not alarm. The blood loss was around 1 unit. Gave patient quite a bit of saline, around 1l. Patient was ok and did not require any medical intervention except for the saline. Patient ok. No hospitalization required. Customer was concerned that machine did not alarm. Machine still in use. Had customer talk to gambro clinical services about why machine did not alarm.